Event description:
A patient (no identifying information) filed a voluntary medwatch report (mw5187626) alleging that they developed sjogren's syndrome and dry eye with the light adjustable lens+ (lal+) and alleging they experienced compromised vision, headaches, eye aches, and an inability to swallow as a result of lens adjustments. The patient also alleged they have residual refractive error that could not be corrected with adjustment, and that adjustment of their non-dominant eye for near vision resulted in an overcorrection and unintended monovision. The patient further alleged that rxsight represents the lal+ as a true extended depth of focus lens and alleged the lal+ only allows for one near vision adjustment.

Manufacturer narrative:
The patient alleged that the light adjustable lens+ (lal+) caused sjogren's syndrome and dry eye. Dry eye syndrome (des) is a common side effect of cataract surgery, regardless of intraocular lens (iol) type, and the degree and severity of des may be different depending on many factors, including surgical factors, postoperative medications, and pre-existing patient conditions. Sjogren's syndrome is a multifactorial autoimmune disorder associated with genetic predisposition and environmental triggers and is not linked to iol implantation procedures; however, sjogren's syndrome could be the cause of the patient's reported dry eye condition. The patient alleged they have refractive error in their non-dominant eye and alleged a lack of near vision adjustment. The patient information brochure clearly states: "the change in lens shape can reduce your astigmatism after surgery to improve vision without glasses and reduce the chances that you will have large amounts of nearsightedness or farsightedness. The lal+ iol does not adjust its shape to reduce your need to wear glasses for close work (e.g. Reading and computer work.)" The patient's allegation reflects a perceived lack of expected near vision improvement, which is not aligned with the intended use of the lal+ iol as described in the product labeling. The available information does not indicate device malfunction or failure but rather suggests patient expectation outside of the device's indicated function. The patient alleged they have headaches, which among many potential causes, may be the result of anisometropia where the two eyes have significantly different refractive powers and the brain struggles to fuse both images. The patient alleged eye aches, which is possible after cataract surgery and light adjustment, as described in the patient information brochure, "use of a special lens that must contact your eye during ldd treatment may cause temporary scratchiness, irritation, or dryness to the front part of your eye." The patient's allegation of an inability to swallow developing with lens adjustments appears unrelated to the lal+ and light treatments; there is no clinical link between uv radiation used for lal+ light adjustments and dysphagia. The patient alleged that the lal+ is marketed as a true extended depth of focus (edof) lens and should be withdrawn from FDA approval until clinical trials can be performed. While the lal+ is a modified design to slightly extend the depth of focus compared to the original lal model (as stated in the patient information brochure), rxsight has never marketed the lal+ lens as a true extended depth of focus (edof) lens and does not make therapeutic claims associated with edof lenses. As noted in the patient information brochure, the lal+ did not undergo additional clinical investigation (beyond clinical investigation performed for the original lal) as the differences between the lal and lal+ were considered minor. Given the lack of information in the patient submitted medwatch report, rxsight is unable to match this report to any previously reported complaint or medwatch. However, a report containing similar language and allegations has been reported under mw5187364 / 3012712027-2026-00297. Lal+ safety information and contraindications are published in the lal+ IFU and patient information brochure, both are readily available to the general public at www.rxsight-eifu.com.